Event description:
It was reported that the patient experienced high blood glucose and treated with insulin by pump on (B)(6) 2026 due to set fell off due to tape does not stick.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.